Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedance measurements. The patient is pacemaker dependent. No surgical intervention was performed and the patient will be monitored.

Event description:
New information received indicates that the impedances returned to normal values the following day.